Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) indicated that they had an "episode" approximately six months ago. The ipg remains in use. No patient complications have been reported as a result of this event.